Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having issues with their navigation system being able to turn on. It was also stated that the system would sometimes power down on them out of no where. There was no patient present at the time of the event.